Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es virtual map was not loading the map for one of the drawers during a procedure. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the virtual map was not showing. A technical support specialist called pharmacy and spoke with customer. Requested customer to open the drawer to an extended distance so the sensor could detect it properly. After some time or confirmed and could see the virtual map on the station. Issue resolved. No further issues reported, and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es virtual map was not loading the map for one of the drawers during a procedure. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.